Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.

Event description:
Boston scientific received information that this transvenous left ventricular lead was removed from service after only one month of implant due to dislodgment. There was no report of adverse patient symptom beyond the unplanned surgical intervention to address this issue.